Event description:
It was reported that a burning smell was emanating from the pump. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.